Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that the battery was overdischarged. This was believed to be the second overdischarge. The patient had not felt stimulation for about 2 months. The overdischarge was stated to have occurred due to the patient not remembering how to charge. A physician mode recharge (pmr) was in progress at the time of this report and the issue had not yet been resolved. Relevant medical history included cirrhosis, chronic obstructive pulmonary disease (copd), degenerative joint disease, osteoporosis, arthritis, diabetes, post-traumatic stress disorder (ptsd), bipolar, seasonal allergies, and failed back surgery syndrome. No surgical intervention had occurred or been planned. The patient was alive with no injury. Additional information received from the rep reported that, once the battery was out of overdischarge, it showed end of service (eos). The patient had a pre-operation for replacement scheduled with the surgeon for (B)(6) 2015. The patient had experienced no symptoms related to the overdischarge. No further follow-up was required.